Event description:
Customer reported a channel 3 fail error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack, power cap module, and the gib. System operates as intended.